Event description:
This lead was implanted on (B)(6) 2007. And was capped on (B)(6) 2013, due to impedance measurements of >2000 ohms. A call to technical services on (B)(6) 2013, states that patient admitted late last night for possible stroke. Rep asked to check device today. Beginning of april the lead impedance has gone from around 300 ohms to > 2000 ohms. And just seeing noise on the atrial channel. Dr. (B)(6) notified. Patient reports possibly fell a few weeks ago, but she is still a bit confused. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).